Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. The samples were collected in lithium heparin tubes and centrifuged at 2,000 relative centrifugal force (rcf) for 10 minutes. Quality control (qc) information was not provided. System check performed on (B)(4) 2007, conformed to specification. Current system check data information was not supplied by the customer. Customer product line support (cpls) laboratory performed interference testing and revealed sample signal was due to an interference which likely relates to alkaline phosphatase. This interfering compound, distinct from heterophile antibodies, causes reproducible false positive results. Product labeling: for assays employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the sample. Human anti-mouse antibodies may be present in samples from patients who have received immunotherapy or diagnostic procedures utilizing monoclonal antibodies or in individuals who have been regularly exposed to animals. Additionally, other heterophile antibodies, such as human anti-goat antibodies, may be present in patient samples. The access accutni results should be interpreted in light of the total clinical presentation of the patient, including: symptoms, clinical history, clinical examination, electrocardiogram (ECG), data from additional tests, and other appropriate information. Medical decisions should not be based on a single accutni determination at one time point. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for additional reportable events.

Event description:
The affiliate alleged, the customer reported elevated troponin I (accutni) results within the risk stratification range for one patient's sample involving access 2 immunoassay system. On (B)(6) 2008, the customer stated, the patient went to the emergency room after complaining of chest pain, hyperventilation and fainted. A slight increase of troponin I level was noticed thus the patient was admitted to the intensive care unit with a suspected myocarditis. Electrocardiogram (ECG), creatine kinase-mb (ck-mb), aspartate-aminotransferase (asat), and creatine kinase (ck) were within the normal reference range. The elevated results were discordant to alternate methodologies, which were negative. The elevated results were released out of the laboratory. There has been no report of patient injury due to the elevated results. A change in patient treatment was noted. The patient was discharged on (B)(6) 2008. The customer suspected heterophile interference. A sample was supplied to beckman coulter, inc in (B)(4) for further analysis.